Manufacturer narrative:
The instrument has been investigated. Customer technical services are evaluating the hand held scanner and relay of barcode information into the ortho assay software workstation. They have not been able to duplicate the problem.